Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral migration of breast prostheses. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 525cc saline breast prostheses that bilaterally migrated after implantation. The patient reported that her breast prostheses were outside of the capsule. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses in 2008. This medwatch report is for the patient¿s right breast prosthesis.